Event description:
The customer reported receiving no alarms at the central station when a patient experienced a no hr flatline.

Manufacturer narrative:
The customer reported that their patient had an asystolic event for approximately 15 seconds that did not generate an alarm and the event was not reported to philips until 3 days later. Philips field service engineer (fse) was informed of the issue and went on site to obtain logs and strips and test the device. A review of the alarm logs does not indicate that there was any alarm generated for this patient during the time in question. He and the hospital's biomedical engineer tested several of the devices and found them working to specifications, including the transmitter thought to be involved in this incident. Tele #4. Since it had been three days, since the incident when philips was contacted about this allegation, there was no way to retrieve the information in event and alarm review. The customer and fse could not replicate the issue in question and it has not happened previously or since. A review of the alarm logs did indicate that there was an asystole alarm for tele #4 which was silenced by the user in the reported timeframe. The only patient strip shared with philips shows a small amplitude irregular ECG waveform. The information available for this report/service event is not sufficient to determine a specific cause or to support that the device failed to perform as intended.